Manufacturer narrative:
This MDR is created as a follow-up to record (B)(4), initially reported on product code otn asr exemption # e2014015 for (B)(6) 2018-(B)(6) 2019. This MDR is to reflect the additional information to be added to the intial asr report (patient information, product information). The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This MDR is created as a follow-up to record (B)(4), initially reported on product code otn asr exemption # e2014015 for (B)(6) 2018-(B)(6) 2019. This MDR is to reflect the additional information to be added to the intial asr report.